Event description:
Jc was a critically ill patient who experienced a decrease in oxygen saturation shortly after being connected to an MRI examination. The MRI was caneclled and the patient received additional oxygen. The patient sustained no injury from this event.